Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event lead noise was confirmed. As received, a complete was returned. X-ray examination found all filars of the inner coil appeared to be fractured at the middle region. Destructive analysis found all filars of the inner coil appeared to be fractured. Scanning electron microscope verified that all filars of the inner coil were fractured. The cause of the reported events was due to fractured inner coil consistent with bending fatigue.